Event description:
It was reported that t1 and t2 deploy together. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture remain on the delivery needle or were returned. The delivery needle is bent. Device was functionally tested for proper actuator advancement and cycling and functioned as intended.